Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Front fork, head tube, walking beam and pivot link assembly are all bent.